Event description:
Pt was treated in 2004. Pt developed blisters on both sides of their face. Blisters have resolved at about three weeks post treatment. Hyper pigmentation is now affecting all areas that were blistered. 3 months later at most recent follow-up. Hyper pigmentation has only slightly improved. Pt is currently using bleaching cream and micro dermabrasion every two weeks for the hyper pigmentation.